Event description:
Procedure type: laparoscopic. According to the reporter: over the course of the 14 months since this facility converted to covidien trocars, during every case that requires the use of non-disposable hemoclip appliers the jaws of the clip appliers would catch on the blue seal of the trocar. Not infrequently, small pieces of the blue seal would tear loose from the cannula and fall in the pt and have to be retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).